Event description:
A consumer reported that approximately nine years following an intraocular lens (iol) implant procedure, she is experiencing blurry vision for approximately an hr after focusing on near objects. She is not experiencing this at night. The surgeon performed yag on one eye, however, the pt is unsure of which eye. At the consumer's request, the surgeon was not contacted. There are two manufacturer reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Event description:
Additional information was received from the consumer who stated she has visited her surgeon several times since the implant. She was told by her surgeon that the lens is "fine" and her eye is "healthy". She was told that her brain is refusing to accept the lens. She has tried corrective lenses with no visual improvement.

Manufacturer narrative:
This report was mailed to the FDA on: 09/09/2015. (B)(4).

Event description:
Additional information was received from the consumer, who reported that her vision has never been clear since implant surgery. She sometimes feels unsafe to drive.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. At the consumer's request, the surgeon was not contacted. There have been no other similar complaints reported in the lot number. (B)(4).